Event description:
It was reported, the lead was implanted on an unknown date. And currently, out of service since (B)(6) 2019. It was noted, on (B)(6) 2019, that the lead encountered a fracture. Current state is abandoned. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).